Event description:
Customer reports one incident of air penetrating into dialysate side of dialyzer on psn 170 dialyzer. Customer noted high tmp of 300 mmhg and low venous pressure of less than 100 mmhg resulting in a change in ultrafiltration. Treatments were continued with new disposables without further incident. No pt injury or medical intervention reported per customer.